Event description:
It was reported that a customer experienced an altitude alarm. There was no adverse impact to the customer's blood glucose level. The issue was referred to the appropriate support team for further assistance. Additional information was not provided. An attempt was made by technical support to obtain additional information; however, a response from the customer was not received.